Event description:
The customer reported the system was not connected and rebooting did not correct the issue. This issue may refer to a communication error. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.